Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient replaced the pump's battery to no avail. There was no damage or corrosion to the pump, and it had not been exposed to moisture. The battery cap was not damaged, and was secure and tight. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.